Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of air in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20046586 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22april2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced air bubbles/air in line. The following information was provided by the initial reporter: customer response for info request _ack: the tubing we use is bd alaris pump infusion set back check valve 2 smartsite y-sites. Ref 2420-0007. (01)07613203021012. (17) 2023-04-22. Lot (10)20046586. Yes there was patient involvement but no harm done. Age, weight, diagnoses does not affect the tubing have increased amount of bubbles. However, I don't think there is a problem with the actual tubing, but I do think this tubing is not appropriate for ivig. Bd account manager: customer has indicated that the vented tubing they are using for ivig (IV immunoglobulin) injections seems to be causing bubbles, which is leading to ail alarms on the pumps. One of the staff nurses indicated they had used another vented tube with a larger filter that seemed to reduce the amount of bubbles. They have troubleshooted by doing these injections at room temperature, changing pump height, not shaking bottles, but they are still encountering issues with bubbles.